Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an erroneously low reading. Caller further reported that on (B)(6) 2018 customer¿s sensor read ¿lo¿ (a reading less than 40 mg/dl) ¿the whole morning¿ so she treated him with honey and sugar. Customer then became ¿dizzy, had a headache and wanted to vomit¿ so a capillary test was performed with a result of 200 mg/dl. Customer was taken to a hospital where he was treated with ¿serum¿ (saline). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an erroneously low reading. Caller further reported that on september 16, 2018 customer¿s sensor read ¿lo¿ (a reading less than 40 mg/dl) ¿the whole morning¿ so she treated him with honey and sugar. Customer then became ¿dizzy, had a headache and wanted to vomit¿ so a capillary test was performed with a result of 200 mg/dl. Customer was taken to a hospital where he was treated with ¿serum¿ (saline). There was no report of death or permanent injury associated with this event.